Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A customer's parent reported via phone call indicating that the customer was hospitalized due to a flu and diabetic ketoacidosis on (B)(6) 2016 with a high blood glucose level of 470 mg/dl. The customer was treated for their blood glucose with their insulin pump. The customer did not troubleshoot the issue. The customer did not return the product back for analysis.